Event description:
It was reported that when folding back the optional carrying handle of the chassis at the head end, the carrying handle was already folded back more than 90°, lightly touched the red release handle of the optional carrying handle, whereupon the head-side locking mechanism released immediately and the cot lowered abruptly with the patient lying on it upside down to the floor. There were no injuries to the patient, but a user was slightly injured while trying to prevent the cot from sinking. In response to the reported incident, attempts were made to gather further details about the injury and any treatment provided to the caregiver. However, additional information regarding the extent of the injuries or treatment was unavailable. It was confirmed that a local service provider had visited the site and resolved the issue. It was reported that the event was attributed to an error made during maintenance by the service provider most likely attributed to the alignment/adjustment of the base tube/frame assembly. It was reported that no further action was deemed necessary from stryker after repair from the local service provider.

Manufacturer narrative:
Updated sections b, d, h.

Event description:
It was reported that when folding back the optional carrying handle of the chassis at the head end, the carrying handle was already folded back more than 90°, lightly touched the red release handle of the optional carrying handle, whereupon the head-side locking mechanism released immediately and the cot lowered abruptly with the patient lying on it upside down to the floor. There were no injuries to the patient, but a user was slightly injured while trying to prevent the cot from sinking.